Event description:
It was reported, that the patient's right ventricular lead was capped and replaced on (B)(6) 2024, due to high thresholds. All other lead numbers were stable and within normal limits. The patient was stable throughout.